Event description:
On 7/24/92 at 9:00 p.m., an lvn gave 10 oz of mag citrate via miller-abbott (ma) tube as ordered, and repeated on 7/25 at 1:15 a.m. As ordered. The ma tube was connected to gomco suction (low intermittent suction). The patient complained of continuous abdominal pain. On 7/25, a physician aspirated 250cc of clear fluid from the balloon port of the ma tube. The ma tube was then removed, and the patient was transferred to micu the evening of 7/25 for closer observation. On 7/27, the patient underwent exploratory laparotomy, where he was found to have perforation of mid-jejunum x 3. He then had resection of the mid-jejunum and primary anastomosis. He was discharged home approximately two weeks after surgery. It was confirmed that the lvn administered the two doses of mag citrate via the balloon port of the ma tubedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, user education provided, other. The device was destroyed/disposed of.